Event description:
The device was returned to the manufacturer after it was replaced due to a diagnostic reset of unknown origin. The patient underwent MRI around the time of reset, however, the doctor believes the rubbing of leads in the pocket may have caused a short as well as pocket stimulation. The device was reprogrammable, but was removed due to pending eri. It was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.